Event description:
Per court document received, patient first underwent a left shoulder surgery for a torn rotator cuff in 2005. The patient then underwent a second left shoulder procedure in 2006. After this second surgery a stryker painpump was placed for post operative pain. The patient now alleges she has chondrolysis and has undergone procedures as a result.

Manufacturer narrative:
The 510(k) cannot be identified without info on the device used. The device was not returned for evaluation.